Manufacturer narrative:
The device was later explanted. A return request was made for the product.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reach end of life (eol) with a voltage of 2.66 and charge times of 33 seconds. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This device was returned and detailed analysis is pending.

Manufacturer narrative:
Technical services discussed device behavior and advised replacement. Information suggest this device remains in-service. Should additional information become available this event will be updated.